Manufacturer narrative:
No product was received for evaluation; further, no photographs of the device was provided for review. Therefore, no further investigation could be completed. Based on the information obtained, the root cause of the reported event is unknown, but based on similar complaints may have been the result of excessive off axis force during malleting, implant selection, or excessive or insufficient force during inserter attachment. Labeling review: "warnings, cautions and precaution, correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant." " notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage." "Pre-operative warnings, care should be used in the handling and storage of the cohere implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments." "Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." Manufacturing review: a review of the device history record identified no material non-conformances, no manufacturing errors, nor discrepancies that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release.

Event description:
It was reported that during a case a cohere interbody fractured into two pieces when first impacted into the disc space. No patient injury was reported a result of the reported event.